Event description:
It was reported that the device exhibited a motor rate error during occlusion testing. The event occurred during preventive maintenance testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked housing. A 'motor rate error' alarm was revealed in the event history log. Functional testing was able to duplicate the issue. It was determined that the motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.